Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated during pd treatment he received an "m31 air detected in cassette" and during dwell 3/5. The pd patient confirmed no air bubbles were noted in any of the lines and all lines were securely connected. The patient rebooted the cycler and after resuming the treatment the alarm occurred again. The treatment was cancelled and once the patient removed the cassette he noticed fluid leaking all over the floor. The patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. The patient confirmed there was no issue with overfill and no injury occurred. Ronald stated he was not required to come into the clinic, no prophylactic medication was provided and he did not require any medical intervention or additional treatment as a result of the reported fluid leak. The patient stated he was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the new cycler without further issue and stated the sample was discarded and was no longer available to be returned for evaluation.

Event description:
A peritoneal dialysis (pd) patient stated during pd treatment he received an "m31 air detected in cassette" and during dwell 3/5. The pd patient confirmed no air bubbles were noted in any of the lines and all lines were securely connected. The patient rebooted the cycler and after resuming the treatment the alarm occurred again. The treatment was cancelled and once the patient removed the cassette he noticed fluid leaking all over the floor. The patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. The patient confirmed there was no issue with overfill and no injury occurred. Ronald stated he was not required to come into the clinic, no prophylactic medication was provided and he did not require any medical intervention or additional treatment as a result of the reported fluid leak. The patient stated he was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the new cycler without further issue and stated the sample was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.